Event description:
Through follow-up the surgeon provided the following additional information on 06/06/2019. The reported post-op inflammation was described as iritis which was being treated with steroids (oral prednisone for 3 weeks ongoing and prednisolone acetate 1%). The surgeon inquired about the stent causing the inflammation. The patient was reported on five (5) topical drops (ou) with ongoing low-grade iritis and four (4) glaucoma antihypertensive medications to control the iop. In additional, the surgeon conferred again with glaukos medical monitor and the following was reported. The patient vision started to decrease and possibly related to the cornea. The patient was seeing a retina specialist. The surgeon noted that she does not have the necessary equipment to remove the stents, and she does not believe that removing the stents will solve the problem. As of treatment options, the medical monitor recommended ahmed valve if the pressure remains elevated, and an empirical treatment with oral acyclovir may be considered if the patient is predisposed to uveitis. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iritis, elevated iop and decrease/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon provided the following information on 07/20/2019 - the patient continues under the care of the retina specialist for bilateral uveitis. A full uveitic work up including cxr was performed and the uveitis cause is undetermined at this time. The patient''s vision is maintaining at 20/25 with floaters which are believed to be related to minor vitritis per the retinal specialist. The patient persists on diamox and multiple medications for iop maintenance, although oral steroids are being reduced. The next diagnostic steps will be an ultrasound biomicroscopy (ubm) to rule out uveitis-glaucoma hyphema syndrome and possibly further explain the chronic activity. In response, the medical monitor recommended an additional referral option. The medical monitor also discussed the likelihood of the patient having a predisposition that may reactivated as a result of surgical intervention; indicating that the intraocular device was likely not the cause for the bilateral uveitis.

Manufacturer narrative:
Additional information: b5, h6 (patient code). MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the exact occurrence and implant date are unknown. Best estimate per reported event. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis is identified in the labeling as a known inherent risk of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. (B)(4). Reference case 2032546-2019-00062 for patient's right eye.

Event description:
It was reported that following bilateral cataract plus trabecular micro bypass stent system procedures, the patient presented with uveitis in both eyes postoperatively. The patient was reported on four (4) medications, including oral steroids to treat the inflammation. Reportedly, the patient¿s vision and iop is not impacted. Following medical counsel, the following additional information was received. Reportedly, the patient is not anti-coagulated and has had no previous uveitis and no uveitis work up. The surgeon planned to check the position of the stents regarding contact with the iris. The surgeon also inquired about how to remove the stents if needed. In response, glaukos medical monitor recommended a uveitis work up, and microsurgical technology (mst) instruments in removing intraocular devices when indicated. Additional information has been requested. This report references patient's left eye.

Event description:
Through follow-up, the surgeon conferred with glaukos medical monitor who reported that prior to the stent implantation, the patient had prior retinal procedure or issues. Reportedly, the patient was experiencing ¿ongoing uveitis and iop issues¿. The surgeon was managing the patient¿s condition with ¿local assistance¿, and declined to further discuss the patient¿s condition.

Manufacturer narrative:
Additional information: b5, b7, g3. MFR# reference: (b)($). H3 other text : placeholder.

Event description:
Following a report from a retinal specialist, the implanting surgeon provided the following update. Reportedly, the patient still has chronic inflammation and remained on eye drops (ou) with ongoing ¿iop problems¿. No additional information was available at the time of this report.

Manufacturer narrative:
Additional information: b5, g3. A review of the device labeling was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but the information received does suggest a problem with the device or the way it was used. The reported event (inflammation) is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).